Manufacturer narrative:
Suspected defective parts of cryoconsole have been returned for evaluation. Results will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the cryoablation procedure was aborted due to a malfunction of the cryoconsole. On the first inflation, the balloon of the cryoablation catheter inflated properly, and cryo was initiated. After 16 seconds, a 50012 system notice appeared (the refrigerant delivery path is obstructed). The coaxial umbilical cable was changed and another inflation was attempted. On the second inflation a system notice 22405 appeared (the balloon is not sufficiently inflated). Another attempt was tried and the same notice 22405 appeared. Technical support was called during the procedure and it was determined that a service visit would be required for the cryoconse due to a pegged regulator and inflation issues. The procedure was aborted. The patient was under general anesthesia. Patient status is ok, with no clinical impact.

Manufacturer narrative:
Bin files were reviewed from the date of case. The first bin file showed 6 applications were performed using two cryoablation catheters (3 applications for each). The bin file showed a system notice 50012 (refrigerant delivery path obstructed) at application #1 earlier during ablation (16 sec from ablation start). The bin file confirmed the reported inflation issue. A total of 5 applications were intended and all of them were not sustained inflations. The second bin file showed 17 applications were performed. The bin file did not show any system notice but confirmed the inflation issue. A total of 7 applications were intended and all of them were not sustained inflations. Review of bin files of the console showed that there was no indication of inflation issue prior to the date of case. Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review console performance on site. Performance testing reproduced the inflation issue and the low pressure regulator, low pressure gauge and check valve 7 were replaced. Problem resolved and console was ready for use. The replaced parts were returned for analysis. Visual inspection of the stainless steel gauge showed the low pressure gauge was pegged. Visual inspection of the low pressure regulator (lpr) showed the lpr was intact with no apparent issues. The lpr was received disassembled from the injection panel. The lpr was assembled and pressurized; when completely closed, the pressure indicated by the gauge was not fixed but continued to increase (lpr was leaking). Further optical investigation revealed presence of debris on the main valve seat and white coating on the valve. Visual inspection of the adjustable check valve showed that the check valve was intact with no apparent issues. Assembled to a console, the console along with test catheter passed the performance test. The inflation was sustained for 560 seconds without any system notices. One cryoablation catheter (arctic front advance, model 2af284) used during the case was also returned for analysis. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 3 applications. The catheter along with returned coaxial umbilical passed the performance test as per specification. The dissection / pressure test did not show any obstruction or leak along the vacuum line that might have caused the inflation issue. The reported issue has been confirmed through testing and through data analysis. The reported issue was reproducible during site visit and replacement of the low pressure regulator, check valve and stainless steel gauge resolved the inflation issue. The stainless steel gauge failed the visual inspection due to the gauge being pegged. The low pressure regulator failed the inspection due to debris; an internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.